Event description:
Per report, during a ta case, a little bleeding around the sheath was noted at the apex prior to bav. After bav with the ascendra bav catheter, the patient had wide open ai and the blood flow backed up into the lv and there was more bleeding noted. The patient was transfused and placed on bypass. The valve was deployed and the patient stabilized and came off pump and was fine. The patient was extubated that night and was in stable condition. The patient was discharged a week later.

Manufacturer narrative:
This report represents the ascendra balloon aortic valvuloplasty catheter. Per the instructions for use (IFU), regurgitation is a known potential adverse event associated with the overall transcatheter aortic valve replacement (tavr) procedure and balloon valvuloplasty. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the severe aortic regurgitation resulted from balloon dilation of the native annulus. The hypotension appears to be related to procedural factors such as bav, anesthesia, and rapid ventricular pacing. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2014-00630.